Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 63mg/dl. She then retested using another meter (brand unk) and rec'd a reading of 209mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution is to be sent to the customer for further troubleshooting of the test strips. No product is being returned at this time.